Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on 3-jun-2024. The set was in use for 1 hour. The blood glucose level at the time of event was high (specific value unknown) and the patient resolved it with correction bolus via pump followed by replacing infusion set and resumed insulin deliveries successfully. No further information available.